Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield composite series skull clamp (a3059) was returned for evaluation. Device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit shows up and down movement in the lock, and ratcheting while in the unlocked position. The starburst teeth are showing some wear, but passes all specific functional testing. To resolve the issues, the disk ratchet, retaining ring, screw, nut, washer and wave spring will be replaced and general maintenance and cleaning are to be performed. Root cause - the complaint is confirmed via inspection of the unit. The unit is from 2019 and has never been in for service. The probable root cause is routine use/wear and lack of proper maintenance. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that during a case, the patient's head slipped in the mayfield composite series skull clamp (a3059) while the screw was being placed. The surgeon verified that all parts were tightened and locked. There was no patient injury. Additional information received as follows: 1. Any other pertinent details of the incident? Answer: mayfield slipped resulting in patient's nose resting on the skull clamp, not that way when the clamp was placed and prone positioning was evaluated before surgery began. 2. What type of procedure/surgery was performed during the incident? Answer: cervical spine posterior fusion c/navigation: c2-t3 fusion c/ c4-c6 laminectomy & t2-t3 laminectomy. 3. Was there a delay in surgery due to product problem? If yes, how long in minutes? Answer: no delay, issue not known until after end of the case. 4. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did that imaginary line pass through an axial center of the skull? Answer: yes. 5. Did each pin engage the cranium in a perpendicular approach? Answer: yes. 6. How was the procedure completed? Answer: normal closure, no issues.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.